Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a broken belt clip. The blood glucose reading was 536 mg/dl. The customer stated that she was cycling, and each time she cycles, she experienced high blood glucose. She treated with a manual injection, declining troubleshooting assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.